Manufacturer narrative:
The reported event of muscle stimulation and inadequate capture threshold were not confirmed. As received, a complete lead was returned in two pieces. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Unable to measure s-curve region due to the condition of the lead as received.

Event description:
It was reported, that the left ventricular (lv) lead exhibited high capture thresholds. And the patient experienced diaphragmatic stimulation. The lv lead was explanted and replaced. The patient needed cardiac resynchronization therapy (crt) pacing. Hence a left bundle branch area pacing (lbbap) was implanted. There were no adverse health consequences, the patient was stable.